Event description:
A caller reported a cartridge alarm 30 occurring with their device. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that cartridge alarms had been reported with consecutive cartridges, and as a resolution, the customer¿s pump was scheduled for replacement.